Event description:
It was reported the patient had a car accident and needed an MRI a few weeks prior to report. It was stated the patient¿s old implantable neurostimulator (ins) and lead were removed then the patient had the MRI. It was noted the patient was reimplanted on (B)(6)-2013.

Manufacturer narrative:
Product ID 3889-28, lot# va0a9u0, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).